Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection at the implant site (date not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a wound with yellow fluid leakage at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.